Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm was unable to reproduce the reported issue. The iabp was run for several cycles and the screen came on normally. During the internal inspection, the stm found that the cable coming from the display board was not fully seated. The connector was reseated. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen would not come on. This occurred prior to use on a patient, there was no patient involvement, thus no adverse event was reported.